Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material was found inside the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. The cause of the material that remained in the device could not be specified. Additionally, it is unknown if reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of insufficient angulation occurring during a diagnostic colonoscopy procedure. The procedure was completed with the same device. The device was inspected prior to use. There is no harm to the patient or any healthcare persons. Upon evaluation of the returned device, it was observed that presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Customer provided information on reprocessing of the device: the device was cleaned, disinfected, and sterilized before requesting repair. The device is reprocessed in an automatic endoscopy reprocessor. When the foreign material adhered to the device is not known. It is not known if there is a possibility that the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if the device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Upon inspection and testing, it was observed presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; due to dirt on objective lens, there is a lack of image on the monitor; objective lens have discoloration; due to damage on charge couple device (ccd) zoom, zoom does not work smoothly; control unit has discoloration; and distal end cover (c-cover), connecting tube, forceps elevator lever, forceps knob, up/down knob, right/left knob, scope cover, scope connector, universal cord, grip, switch box, flexibility adjustment ring, control unit have a scratch. Customer reported issue of insufficient angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. No further information is available from the customer.